Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touch pad. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the surgeon side console touchpad was not functioning correctly. When the user attempted to change the orientation of the scope, it would unexpectedly shift from 30 degrees to 0 degrees. The touchpad was not responding as expected. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the endoscope flipped only because the touchpad function was not working properly. The surgeon was able to complete the procedure without any issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and did not replicate the customer complaint scope orientation flips. In logs, no related error was found. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed and programmed onto a golden system and functioned as expected touchpad was responsive. The system ran 10 power cycles but the reported issue was not able to replicate. Issue is related to the older software version of the touchpad.

Event description:
Refer to h11 for follow-up information.